Manufacturer narrative:
The handpiece #2 was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated console. The handpiece was run successfully at 100% power on the infiniti for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification. The reported event was not replicated as the handpiece(s) were found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported experiencing no phacoemulsification performance during a procedure. The tip was exchanged but the phaco performance still did not work. The system was rebooted and the handpiece was exchanged, but the issue persisted. The surgery was completed successfully without the phacoemulsification power, but it caused a 15 - 20 minutes delay. There was no harm to the patient. Due to the existing issue all planned surgeries had to be cancelled. This is the second of two reports for this facility. Additional information has been requested and received.